Event description:
It was reported that a loss of aspiration occurred. An angiojet solent omni catheter and an angiojet spiroflex vg catheter were selected for a thrombectomy procedure. However, during the procedure, it was noted that the devices would not aspirate. The procedure was completed by doing a balloon angioplasty. There were no patient complications reported and the patient was fine.